Event description:
A report was received that the patient was experiencing pain at the incision site. It was reported that the clik anchors was on the surface of the skin but no skin breakage noted. X-ray was taken and showed everything was placed properly. The patient was administered injection for pain. No further course of action at this time.